Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures from the kit had the issue of the needle loosening from the thread? Which sutures in the kit had the needle loosened from the thread?

Event description:
It was reported that a patient underwent a c-section on an unknown date and suture was used. During the procedure, the needle loosened from the thread and pulled off. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was obtained: how many sutures from the kit had the issue of the needle loosening from the thread? It was not informed by the nurse, she does not know and does not have contact to the surgeon, to ask. Which sutures in the kit had the needle loosened from the thread? It was not informed by the nurse, she does not know.